Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving saline via an implantable infusion pump for spinal pain. It was reported that since the pump was implanted the patient has had a seroma and also during that time developed a wound over the pump pocket. Cultures had been performed twice and were both negative for infection. The patient did receive oral antibiotics as a prophylactic. They have never been able to put the baclofen in the pump due to the pocket issues. It was stated they would use a wound vacuum to drain fluid from the pump pocket. It was stated there will be a drain in the pump pocket with foam and continuous suction to start and then intermittent suction after that. No further complications were anticipated/reported.